Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented for catheterization as the cuff would not open. The patient had developed infection heavy growth of klebsiella pneumoniae; moderate growth of enterococcus faecalis & moderate growth of proteus mirabilis. Additionally developed acute urinary retention, fever, scrotal induration, swelling, and cellulitis tracking up into the right groin. A surgical procedure was performed to remove the infected aus. The patient was treated with vancomycin and gentamicin IV. No additional patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented for catheterization as the cuff would not open. The patient had developed infection heavy growth of klebsiella pneumoniae; moderate growth of enterococcus faecalis & moderate growth of proteus mirabilis. Additionally developed acute urinary retention, fever, scrotal induration, swelling, and cellulitis tracking up into the right groin. A surgical procedure was performed to remove the infected aus. The patient was treated with vancomycin and gentamicin IV. No additional patient complications were reported.

Manufacturer narrative:
Correction h6: device codes there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.